Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.

Event description:
Customer's mother reported a leaking reservoir. The blood glucose reading is 331 mg/dl. The reservoir and infusion set was changed; treated with manual injection. The blood glucose went low to 66 mg/dl; customer needed to eat dinner. Caller stated that the insulin leaked past the o-ring. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.